Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicates the insulin pump suspended before low. The sensor glucose value at the time of the incident was 50mg/dl and the blood glucose value was 75mg/dl. The customer stated they wanted to bolus but the it said suspended before low. The customer was advised to resume basal to deliver the bolus. The sensor will not be returned for analysis.